Event description:
It was reported that the docker is flooding during docking. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The field service technician could not confirm the reported event. Based on a review of complaint history, possible causes for the docker flooding include the coupler, the backflow prevention valve, and the hose clamp. As the docker was not found to be flooding and no problems were found with any of these components a possible root cause could not be determined.

Event description:
It was reported that the docker is flooding during docking. There was no patient involvement and no adverse consequences associated with this event.